Manufacturer narrative:
A graphic user interface (gui) to breath delivery (bd) cable was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator generated a graphical user interface (gui)communication error message. There was no patient involvement at the time of the reported incident. The service engineer identified installed a new gui to bd (breath delivery) cable. The service engineer performed testing and calibrations and the ventilator operated within manufacturing specifications.